Event description:
It was reported that during an inspection, when the anspach drill was tested it overheated. No patient was involved. No other complications were reported.

Manufacturer narrative:
The anspach drill intended for use in treatment was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The evaluation followed pv0005 rev b. The reported problem was not confirmed. The drill ran at 80k rpms and for 1 minute without smoking and did not overheat. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the part with the failure modes ¿overheating of device¿ and ¿overheating¿ identified similar events. A relationship between the reported event and the device could not be established as there was no damage or problem found with the device during the visual and functional inspection. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time. Our reference number: (B)(4).